Event description:
The patient reported that she had 2 occasions where her infusion set tubing separated at the luer lock. She stated that in 2006 she reached into her pocket to remove her infusion device and noticed that the tubing was totally separated. She reported that she tested her blood glucose and it was fine. She changed her infusion set at that time. The second instance occurred nine days later, when she again pulled out her infusion device and noticed that the tubing was partially separated. She stated that the outer tubing has completely separated but the inner tubing was still connencted. She tested her blood glucose and it was fine. She stated that she changed her infusion set at that time. No physiological issues were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.